Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event occurred. The third-party engineer (tpe) inspected the system onsite and found that the device's host computer was not starting correctly. Upon further investigation, tpe identified that host and flexvision pc was defective. The tpe replaced the host and flexvision pc and reloaded the software. After replacement of host and flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's host computer was not starting correctly. No harm to the patient or user was reported. Philips has started an investigation of this complaint.